Event description:
Caller reported a malfunction on pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to customer's blood glucose level. Technical support assisted caller with resetting pump, and caller was instructed to continue using pump, with the option to call back if issue recurs.